Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and a video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during treatment the distal end of the catheter tip allegedly broken. The current status of the patient was unknown.

Event description:
It was reported that during treatment the distal end of the catheter tip allegedly broken. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. A segment of about 300 mm of the stent housing of lifestent 5f delivery system was returned for evaluation. The stent housing was found detached at the joint to the proximal catheter. In addition, photos of an x-ray screen and a video file were provided. The photos are showing various phases of the initial procedure, such as condition before stent placement, overlapping stent placement of the two stents in the left sfa. The images are reported to demonstrate the detached catheter of the lifestent. However, due to the resolution of the photos, no statement could be made regarding the alleged catheter segment. In addition, a video file was provided, showing the procedure to retrieve the segment with a balloon catheter. Based on the information available, breakage of the stent housing of the delivery system is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the instructions for use supplied with this product the potential issue was found addressed. The instructions for use states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding deployment force the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding accessories the instructions for use states: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire." Regarding pre dilation the instructions for use states: "pre-dilatation of the lesion with balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: d4 (expiry date: 11/2021), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.